Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had rejected batteries, on one occasion the clock lost time and showed 12am, alarms started beeping even though were set for vibrations, it gave random no delivery alarms, on 3 or 4 occasions the whole screen suddenly went black, the act button required harder push to work and the insulin pump sounded different while rewinding. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.